Event description:
Product analysis completed testing on the returned device. No other relevant information has been received to date.

Event description:
The suspect device was received into product analysis to undergo device testing. Testing has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away suddenly. The completed death form confirmed the date of passing and device information. Per the report, the device was explanted and plans to be returned, although it has not been received to date. The cause of the death is still under investigation, as the medical examiner would like device data on the device. The relationship to vns unknown. No other relevant information has been received to date.

Event description:
Additional information was received from the physician confirming the cause of death was not related to vns.